Event description:
It was reported that the patient experienced discomfort once during a MRI exam. The patient also reported that he felt electricity pass through his lead during the MRI. In addition, the patient has an issue with having to charge his ipg every day for hours. As a result, the patient underwent a revision procedure. The reason for the revision procedure was the patients ipg has to be charged every day due to loss of battery capacity after a MRI. The patient was doing well postoperatively. The explanted device was discarded by the facility.